Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na.

Event description:
It was reported that the patient had been recharging for about thirty to forty minutes when stimulation all of a sudden started increasing and the patient experienced an overstimulation sensation. The patient's wife was unable to shut off the device and the patient was taken via ambulance to the emergency room. When the patient's wife tried to shut off the device the patient complained of stimulation increasing even more. It was not clear what buttons, if any, the patient may have been pressing while recharging and it was not clear what buttons were pressed when the patient's wife tried to shut off the device. The patient stated that he had been using stimulation daily and doing some charging every day. He had not seen any por messages on either of his component screens and there was no evidence of any recent overdischarge. The patient has not had any falls or trauma. A physician recharge mode was conducted and the sensation went away and the patient was comfortable. When trying to communicate with the ins after the overstimulation was resolved, there were only telemetry error messages from the recharger and the patient programmer. The patient wanted to have his device checked before turning on again as he was anxious about experiencing the issue again.